Manufacturer narrative:
This report is submitted on july 05, 2021.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent skin revision surgery (date not reported) to remove the excess skin and to replace the abutment with a longer abutment.